Event description:
A facility reported that a fiber emerged into a patient's eye while advancing the product. She stated the fiber was removed from the patient's eye during the same procedure with no injury to the patient.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on (B)(4) 2012 by phone. Additional information was received on (B)(4) 2012. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).